Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The clinical manager at the user facility reported that an external blood leak occurred just below the arterial header of the dialyzer at the start of the patient¿s hemodialysis (hd) treatment. The patient¿s blood loss was negligible as the leak was observed immediately after the hd therapy was initiated. No damage to the dialyzer packaging was observed. Blood test strips were used and positively confirmed the presence of blood. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was re-setup on a different machine, and then the treatment was continued and successfully completed without any other issues. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The clinical manager at the user facility reported that an external blood leak occurred just below the arterial header of the dialyzer at the start of the patient's hemodialysis (hd) treatment. The patient's blood loss was negligible as the leak was observed immediately after the hd therapy was initiated. No damage to the dialyzer packaging was observed. Blood test strips were used and positively confirmed the presence of blood. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was re-setup on a different machine, and then the treatment was continued and successfully completed without any other issues. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.